Event description:
The customer obtained erratic (imprecise) troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving access 2 immunoassay system. The customer stated the patient had an initial result, above the ami limit, that was not questioned as erroneous. The patient then underwent a cardiac catheterization procedure and subsequent troponin I results were elevated above the ami limit. A final result, above the ami limit, was released outside the laboratory. There was no evidence of an erroneous result. There was no patient consequence associated with this event. The event was reported as part of beckman coulter marketing survey program (msp) for troponin. The customer did not provide information indicating an increase in occurrence or an instrument malfunction.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. A definitive cause of the event is unknown.